Event description:
It has been reported to philips that the flexvision pc intermittently would not power on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse identified that the flexviewing was not functioning when the system was turned on because the flexvision pc was not starting. Fse replaced flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.